Event description:
It was reported that the right atrial lead exhibited noise and episodes of auto mode switch. The noise was reproducible and a phlebography revealed stenosis in the vena cephalica. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.